Event description:
Breast implants put in (B)(6) 2006. Beginning (B)(6) 2007, multiple symptoms of increasing severity that continue to negatively affect my daily life. Itchy skin, food and alcohol intolerance, sinus issues, inflammation, fibromyalgia, chronic fatigue, ringing in ears, facial nerve pain, gi abnormalities, anxiety, panic attacks, vision problems, weight gain, headaches, sensitivity to light, sound, smell. Nausea, gerd, bladder issues. Symptoms started appearing one by one in 2007. I am currently unable to work or engage in normal daily activities.